Event description:
It was reported via repair work order that the doctor doing the delivery sat on the edge of the slide-off foot section, and that both fell to the floor. The foot section was found to be bent. No injury was reported and no medical intervention required.

Manufacturer narrative:
Supplemental submitted to report that during conversation with the user facility, it was reported that "during a labor delivery, a doctor needed to remove the slide off foot section of the bed. He was struggling to get the slide section off, and with the baby coming, he decided to forcefully sit on the edge of the foot section to get it to release. This caused the foot section to break at the slide-in point of the foot section and the foot section dislodged from its position and both the doctor and the foot section fell to the floor.¿

Event description:
It was reported via repair work order that the doctor doing the delivery sat on the edge of the slide-off foot section, and that both fell to the floor. The foot section was found to be bent. No injury was reported and no medical intervention required.